Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during a tonsillectomy/adenoidectomy using a evac coblation wand connected to a coblator controller, when the wand was being used, it sparked and produced smoke. The procedure was completed with a non-significant delay by changing the surgical technique to electrocautery with suction instead. No further complications were reported.

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. Visual inspection observed the returned instrument shows no manufacturing abnormalities. Product was returned with the labeling of packaging but not box. No arc/burn damage is noticed on any part of the wand. This wand was marked as "sparking" from both wands returned. A functional evaluation revealed that the opened device was tested and plugged into the controller and registered settings (7,3). Which is expected. The wand produced plasma as expected. No sparking or smoking occurred in testing. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Factors that could have contributed to the reported event include a failure of a concomitant device. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.